Manufacturer narrative:
Clarification h6: f12 (serious injury/illness/impairment) reported in previous emdr shouldn't have been reported since there was no serious injury. Additional, changed, and/or corrected data: b2, b3, h6.

Event description:
Healthcare professional reported "400 cc of air implanted" and "mastectomy / biopsy sentinel node". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "400 cc of air implanted". Although no device defect or harm was reported, the event of filling with air is consistent with use error.

Event description:
Healthcare professional reported "400 cc of air implanted" and "mastectomy / biopsy sentinel node". This record is for the left side. Device was explanted.